Manufacturer narrative:
Pump was received with motor error alarm during rewinding due to corroded motor home switch. Unable to perform functional testings or verify no communication due to motor error alarm.

Event description:
It was reported that the insulin pump was unresponsive. The customer¿s blood glucose level was unknown. The device will be returned for analysis.